Event description:
It was reported that there was a possible patient infection spread through gastrointestinal videoscopescope. Hospital performed an investigation following identification of klebsiella pneumonia positive for new delhi metallo-lactamase-1 carbapenemase (ndm) carbapenem-resistant enterobacteriaceae (cre) from four patients (identified as patients a, b, c, d). Investigation revealed that all four patients had procedures performed within a 37-day day period with the same gastroscope. The endoscope was removed from service on (B)(6) 2023 following the matching culture results from patients b and c and the investigation showing patient a had a positive culture with the same organism prior to her procedure. No lapses in endoscope cleaning were identified and there was no report of technical issues with the endoscope. Whole genome sequencing resulted in november 2023, showed likely transmission between three patients. This raised suspicion that the scope could be the source, but other epidemiologic links were present. This patient does not share the other epidemiologic links as the other three patient. It has been confirmed that 3 patients have contracted an infection (klebsiella pneumonia, ndm+) following their endoscopic procedure. One of the patients is considered the index patient and had a known history of infection with the same organism (detected (B)(6) 2023) prior to having their endoscopic procedure. The scope has been permanently removed from service. This complaint captures patient b: the date of procedure was on (B)(6) 2023. The procedure being performed was a sigmoido-scopy. The date of the positive culture was on (B)(6) 2022. The organism identified was klebsiella pneumoniae, ndm+ and the specimen source was urine. This patient is an index patient with a known history of ndm+ klebsiella pneumoniae. The patient details are unknown.